Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not showing in all stations. A technical support specialist reported that before restarting, extensible markup language messages were delayed, and the messaging debug log showed a timeout error while processing adt modify patient encounter messages. Pushed the ticket to the interface team and emailed the team for visibility. Restarted structured query language server service, which cleared the extensible markup language message backlog and resolved interface delays and confirmed with customer that all orders and patients were showing and verified the station could be placed in critical override, which was previously not possible and found no network issues were reported onsite. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new orders were not showing for all stations and patients; the new orders were missing in the es server and stations, and an error in the health sight viewer indicated patient and order delays, with patients still present in the server and stations but new orders from adt not crossing over; the user also mentioned they would contact their it to check adt. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.